Manufacturer narrative:
During inspection, the technician found that the snap ring had come out of place due to wear of the spring arm. A review of the service history shows that the snap ring had been replaced in october 2019 by a hillrom service technician, indicating the root cause of the failure to be improper servicing of the device. The spring arm was replaced and the device is functioning as designed. No harm or injury to patient or caregivers was reported. Based on this information, no further action is required.

Event description:
The spring arm of a trumpf medical surgical light began to separate from the central axis. No patient or caregiver injury was reported.